Event description:
It was reported that pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and alternative wall adapter and cable, and pump did not begin charging after being left plugged into a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to continue using current pump as backup therapy until replacement arrived, to allow battery to fully deplete before returning pump, to reprogram pump settings and reconnect cgm on replacement pump, and to return problematic pump within 10 days using prepaid shipping label, and a replacement pump was arranged under warranty.